Event description:
Healthcare professional reported "rupture of a saline breast implant". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of a saline breast implant".

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b6, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of a saline breast implant". This record is for the right side. Device was explanted and replaced.